Event description:
It was reported that the patient¿s implant was shocking them 2 months ago and the patient turned it off 2 months ago. The patient falls all the time and had multiple sclerosis. The patient did not contact their health care provider (hcp) and wanted to know if their hcp was still in business as nobody answered at the hcp¿s office. The patient¿s therapist tried to call the patient¿s hcp for 3 weeks with phone from the internet, but they could not get in touch with them but to write a letter. It was noted that the patient was not supposed to have tangerine because they were diabetic. The patient was the guinea pig and they had always had the same hcp. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did not visit their hcp or a manufacturer representative about the event. The patient's device was not reprogrammed, they did not have their programmer replaced, and they did not have surgery to fix the problem with their system. The patient hadn't seen their hcp yet to determine what the next steps would be. The patient had expressed removal of their implant, but needed to see their hcp first. It was unknown if the problems were related to the implanted system and the patient was still having problems with their system. The patient resolved the shocking issue by turning the stimulation off and hadn't used it since they turned it off 2 months before (B)(6) 2014. The patient hadn't been able to reach their hcp to get an evaluation and they had an old wrong number. The patient wanted to know when they could get the device out of them. The reason the patient wanted to get the device taken out was because of the shocking. It worked great up until it started shocking them. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v032395, implanted: (B)(6) 2007, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).